Manufacturer narrative:
The customer stated that they received 9 of the 10 lap sponges. The lap sponges were sequestered, and new sterile lap sponges were used. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The customer received 9 each lap sponges in the pack instead of 10 each.